Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Review of the system log file showed that the pdu fan tray and dc board has failed resulted in the system not being able to turn on. The fse replaced the pdu fan tray and dc board. After replacement of the pdu fan tray and dc board, the system was returned to use in good working order.  The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device would not power on. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the power distribution unit (pdu) fan tray and dc power supply had failed. After replacing the pdu fan tray and dc power supply, the device was returned to expected functionality.